Manufacturer narrative:
The instrument was transferred to engineering for further review. Initial findings were confirmed. The instrument was observed to have mechanical indentations on the bipolar yaw pulley. Based on the bent grip attributed to the mishandling/misuse, the damage to the bipolar yaw pulley is likely similarly a result of user misuse such as an instrument collision or accidental drop.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, there was a visually recognizable damage to power supply (instrument tip) of the fenestrated bipolar forceps. The procedure was completed with a backup instrument with no patient harm and no delays.

Manufacturer narrative:
Based on the information from the customer noting damage to the instrument tip, an investigation has been completed. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found to be exposed outside of the insulation. There was no material missing. There were no signs of thermal damage. The root cause of this failure is attributed to component failure. The complaint regarding damage to the instrument tip was confirmed by fa, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by site: the instrument was found to have mechanical indentations on the bipolar yaw pulley, near the location of the insulation damage. There was no material missing. The instrument was found to have a severely twisted grip, causing vertical misalignment of the grips. There was a 0.053¿ offset at the tips. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.